Manufacturer narrative:
The device sample was not returned for eval at the time of this report.

Event description:
The event is reported as: the customer alleges that the suction port on the isis endotracheal tube detached during testing. The customer conducted a test in their warehouse (due to issues during uses). The testing of the device in the warehouse totaled (B)(4) devices. A total of (B)(4) lot numbers were tested.